Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately five months post filter deployment, venous duplex sonogram indicated negative left leg venous duplex sonogram and no evidence of deep venous thrombosis. Approximately, six years later, CT revealed inferior vena cava filter below the level of the renal veins and legs appear to project beyond the inferior vena cava. Subsequent, CT revealed minor atelectasis in the lung bases, fatty liver and ivc filter presence. Therefore, the investigation is inconclusive for perforation of the ivc. Based on the provided medical records, there is no clear evidence to confirm for perforation of the ivc as it reported that the filter legs has ¿appeared¿ to project beyond the ivc wall. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 05/2013).

Event description:
It was reported through the litigation process that sometime post vena cava filter deployment the filter perforated and filter limbs perforating beyond the ivc wall. There were no reported attempts made to retrieve the filter. The status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism, in conjunction with or before orthopedic procedure and in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.